Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('remains of essure devices in left and right pelvis') and pelvic inflammatory disease ('mild pid / pelvic infection') in a 30-year-old female patient who had essure (batch no. A06678) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida (last delivery: (B)(6) 2012), abortion (2), parity 4, heavy cigarette smoker (15/day) and pelvic inflammatory disease. No relevant personal history. Previously administered products included for an unreported indication: suavuret. Concurrent conditions included drug intolerance (clavulanic acid) and body mass index normal. In 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain lower ("evolution abdominal pain at the level of both iliac fossa"). In (B)(6) 2016, the patient experienced chromaturia ("urine with a strong color") and urine odour abnormal ("urine with a strong odor"). On (B)(6) 2016, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced allergy to metals ("allergic to nickel") with dermatitis contact and pruritus. On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced post procedural infection ("post-surgical infection (post hysterectomy to remove essure remains)") with abdominal pain lower and pyrexia. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), menstruation irregular ("menstrual irregularities"), abdominal pain upper ("stomach pain"), swelling ("swelling"), myalgia ("muscle pain"), fatigue ("tiredness"), somnolence ("somnolence"), dyspareunia ("severe pain with sexual intercourse"), urinary tract discomfort ("urinary discomfort"), urinary tract infection ("repeated utis") and complication of device removal ("essure removal incomplete"). The patient was treated with ceftriaxone, dexketoprofen trometamol (enantyum), doxycycline hydrochloride (doxycillin), hyoscine butylbromide (buscapina), ibuprofen, paracetamol and surgery (bilateral salpingectomy via laparoscopy and laparoscopic hysterectomy to remove remais of essure on (B)(6) 2018). Essure was removed on (B)(6) 2018. On (B)(6) 2018, the device breakage and complication of device removal had resolved. At the time of the report, the pelvic pain, pelvic inflammatory disease, abdominal pain lower, allergy to metals, hypersensitivity, menstruation irregular, abdominal pain upper, swelling, myalgia, fatigue, somnolence, dyspareunia, urinary tract discomfort, chromaturia, urine odour abnormal, urinary tract infection and post procedural infection outcome was unknown. The reporter provided no causality assessment for complication of device removal with essure. The reporter considered abdominal pain lower, abdominal pain upper, allergy to metals, chromaturia, device breakage, dyspareunia, fatigue, hypersensitivity, menstruation irregular, myalgia, pelvic inflammatory disease, pelvic pain, post procedural infection, somnolence, swelling, urinary tract discomfort, urinary tract infection and urine odour abnormal to be related to essure. The reporter commented: discrepancy regarding reported insertion date: 2012 vs. (B)(6) 2013. Bilateral essure was placed by colposcopy without difficulty, 7 spirals on the left side and 4 on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Colposcopy - on (B)(6) 2013: typical transformation zone (tz). Microbiology test - on (B)(6) 2016: endocervical exudate: ureaplasma urealyticum was isolated vaginal exudate: negative. Yeasts and n. Gonorrhoeae are not isolated. Pathology test - on (B)(6) 2013: reactive changes associated with inflammation / repair; cytology with benign cell changes. Pregnancy test - on (B)(6) 2016: negative. Skin test - on (B)(6) 2018: nickel, silver nitrate, and sodium gold thiosulfate allergic contact dermatitis (dac). Suspected diagnosis: reaction to essure implant. Ultrasound scan - on (B)(6) 2013: essures were visualized and normally inserted. Ultrasound scan vagina - on (B)(6) 2016: left ovary with free fluid, normal right ovary; free fluid in the pouch of douglas; on (B)(6) 2016: uterus in retro, regular, trilaminar endometrium, normal appendages. Douglas free. Urine analysis - on (B)(6) 2016: no significant findings. X-ray - on (B)(6) 2018: remains of essure devices of 10 mm had been identified in the left hemipelvis and only 1.5-2 mm in the right hemipelvis. Small calcification in the right acetabular labrum. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-aug-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('remains of essure devices in left and right pelvis') and pelvic inflammatory disease ('mild pid / pelvic infection') in a (B)(6)-year-old female patient who had essure (batch no. A06678) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida (last delivery: (B)(6) 2012), abortion (2), parity 4, heavy cigarette smoker (15/day) and pelvic inflammatory disease. No relevant personal history. Previously administered products included for an unreported indication: suavuret. Concurrent conditions included drug intolerance (clavulanic acid) and body mass index normal. In 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain lower ("evolution abdominal pain at the level of both iliac fossa"). In (B)(6) 2016, the patient experienced chromaturia ("urine with a strong color") and urine odour abnormal ("urine with a strong odor"). On (B)(6) 2016, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced allergy to metals ("allergic to nickel") with dermatitis contact and pruritus. On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced post procedural infection ("post-surgical infection (post hysterectomy to remove essure remains)") with abdominal pain lower and pyrexia. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), menstruation irregular ("menstrual irregularities"), abdominal pain upper ("stomach pain"), swelling ("swelling"), myalgia ("muscle pain"), fatigue ("tiredness"), somnolence ("somnolence"), dyspareunia ("severe pain with sexual intercourse"), urinary tract discomfort ("urinary discomfort"), urinary tract infection ("repeated utis") and complication of device removal ("essure removal incomplete"). The patient was treated with ceftriaxone, dexketoprofen trometamol (enantyum), doxycycline hydrochloride (doxycillin), hyoscine butylbromide (buscapina), ibuprofen, paracetamol and surgery (bilateral salpingectomy via laparoscopy and laparoscopic hysterectomy to remove remais of essure on (B)(6) 2018). Essure was removed on (B)(6) 2018. On (B)(6) 2018, the device breakage and complication of device removal had resolved. At the time of the report, the pelvic pain, pelvic inflammatory disease, abdominal pain lower, allergy to metals, hypersensitivity, menstruation irregular, abdominal pain upper, swelling, myalgia, fatigue, somnolence, dyspareunia, urinary tract discomfort, chromaturia, urine odour abnormal, urinary tract infection and post procedural infection outcome was unknown. The reporter provided no causality assessment for complication of device removal with essure. The reporter considered abdominal pain lower, abdominal pain upper, allergy to metals, chromaturia, device breakage, dyspareunia, fatigue, hypersensitivity, menstruation irregular, myalgia, pelvic inflammatory disease, pelvic pain, post procedural infection, somnolence, swelling, urinary tract discomfort, urinary tract infection and urine odour abnormal to be related to essure. The reporter commented: discrepancy regarding reported insertion date: 2012 vs. (B)(6) 2013. Bilateral essure was placed by colposcopy without difficulty, 7 spirals on the left side and 4 on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Colposcopy - on (B)(6) 2013: typical transformation zone (tz). Microbiology test - on (B)(6) 2016: endocervical exudate: ureaplasma urealyticum was isolated. Vaginal exudate: negative. Yeasts and (B)(6) are not isolated. Pathology test - on (B)(6) 2013: reactive changes associated with inflammation / repair; cytology with benign cell changes. Pregnancy test - on (B)(6) 2016: negative. Skin test - on (B)(6) 2018: nickel, silver nitrate, and sodium gold thiosulfate allergic contact dermatitis (dac). Suspected diagnosis: reaction to essure implant. Ultrasound scan - on (B)(6) 2013: essures were visualized and normally inserted. Ultrasound scan vagina - on (B)(6) 2016: left ovary with free fluid, normal right ovary; free fluid in the pouch of douglas; on (B)(6) 2016: uterus in retro, regular, trilaminar endometrium, normal appendages. Douglas free. Urine analysis - on (B)(6) 2016: no significant findings. X-ray - on (B)(6) 2018: remains of essure devices of 10 mm had been identified in the left hemipelvis and only 1.5-2 mm in the right hemipelvis. Small calcification in the right acetabular labrum. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('remains of essure devices in left and right pelvis') and pelvic inflammatory disease ('mild pid / pelvic infection') in a 30-year-old female patient who had essure (batch no. A06678) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida (last delivery: (B)(6) 2012), abortion (2), parity 4, heavy cigarette smoker (15/day) and pelvic inflammatory disease. No relevant personal history. Previously administered products included for an unreported indication: suavuret. Concurrent conditions included drug intolerance (clavulanic acid) and body mass index normal. In 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain lower ("evolution abdominal pain at the level of both iliac fossa"). In (B)(6) 2016, the patient experienced chromaturia ("urine with a strong color") and urine odour abnormal ("urine with a strong odor"). On (B)(6) 2016, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced allergy to metals ("allergic to nickel") with pruritus and dermatitis contact. On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced post procedural infection ("post-surgical infection (post hysterectomy to remove essure remains)") with abdominal pain lower and pyrexia. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("severe pain with sexual intercourse"), menstruation irregular ("menstrual irregularities"), abdominal pain upper ("stomach pain"), food allergy ("allergic reaction to food after the implantation of the devices"), swelling ("swelling"), myalgia ("muscle pain"), fatigue ("tiredness"), somnolence ("somnolence"), urinary tract discomfort ("urinary discomfort"), urinary tract infection ("repeated utis") and complication of device removal ("essure removal incomplete"). The patient was treated with ceftriaxone, dexketoprofen trometamol (enantyum), doxycycline hydrochloride (doxycillin), hyoscine butylbromide (buscapina), ibuprofen, paracetamol and surgery (laparoscopic bilateral salpingectomy on (B)(6) 2018 and laparoscopic hysterectomy to remove remains of essure on (B)(6) 2018). Essure was removed on (B)(6) 2018. On (B)(6) 2018, the device breakage and complication of device removal had resolved. At the time of the report, the pelvic pain, pelvic inflammatory disease, abdominal pain lower, dyspareunia, allergy to metals, menstruation irregular, abdominal pain upper, food allergy, swelling, myalgia, fatigue, somnolence, urinary tract discomfort, chromaturia, urine odour abnormal, urinary tract infection and post procedural infection outcome was unknown. The reporter provided no causality assessment for complication of device removal with essure. The reporter considered abdominal pain lower, abdominal pain upper, allergy to metals, chromaturia, device breakage, dyspareunia, fatigue, food allergy, menstruation irregular, myalgia, pelvic inflammatory disease, pelvic pain, post procedural infection, somnolence, swelling, urinary tract discomfort, urinary tract infection and urine odour abnormal to be related to essure. The reporter commented: discrepancy regarding reported insertion date: 2012 vs. (B)(6) 2013. Bilateral essure was placed by colposcopy without difficulty, 7 spirals on the left side and 4 on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Colposcopy - on (B)(6) 2013: typical transformation zone (tz). Microbiology test - on (B)(6) 2016: endocervical exudate: ureaplasma urealyticum was isolated vaginal exudate: negative. Yeasts and n. Gonorrhoeae are not isolated. Pathology test - on (B)(6) 2013: reactive changes associated with inflammation / repair; cytology with benign cell changes. Pregnancy test - on (B)(6) 2016: negative. Skin test - on (B)(6) 2018: nickel, silver nitrate, and sodium gold thiosulfate allergic contact dermatitis (dac). Suspected diagnosis: reaction to essure implant. Ultrasound scan - on (B)(6) 2013: essures were visualized and normally inserted. Ultrasound scan vagina - on (B)(6) 2016: left ovary with free fluid, normal right ovary; free fluid in the pouch of douglas; on (B)(6) 2016: uterus in retro, regular, trilaminar endometrium, normal appendages. Douglas free. Urine analysis - on (B)(6) 2016: no significant findings. X-ray - on (B)(6) 2018: remains of essure devices of 10 mm had been identified in the left hemipelvis and only 1.5-2 mm in the right hemipelvis. Small calcification in the right acetabular labrum. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2020: event "allergic reaction" updated to "allergic reaction to food." A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.